Event description:
User is unhappy with the chair in general and recently fell out of the chair when transferring causing her to break her femur. Accident happened in january and spent some time in hospital. Once dealer received the chair for evaluation, (B)(6) asked them not to do anything with the chair until he could look at it. No parts/action to be taken at this time.

Manufacturer narrative:
This report is being filed out of an overabundance of caution due to the nature of the injury. The device has not been returned and no parts have been requested as a result of this adverse event. A follow-up will be conducted if more information becomes available. The complaint submitted does not make any claims that the device malfunctioned or deviated in any way that would have contributed to this event.